Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 382 mg/dl. It was reported that the daughter of the customer called requesting assistance on how to give a bolus from the insulin pump. The daughter of the customer gave the customer a bolus and the blood pressure level of the customer dropped to 252 mg/dl. The daughter of the customer again tried giving a bolus from the insulin pump, but got a beeping noise when the button for the bolus was pressed. The insulin pump was not allowing her to give another bolus at that time. The blood glucose level of the customer went down to 174 mg/dl when it was checked again. No add'l info was provided.